Manufacturer narrative:
The information provided in the initial report were incorrect. The correct information has been provided with this report. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer had frequent trouble getting bubbles out of reservoir. Customer stated the insulin was not stored at room temperature. Advised customer that cold insulin can cause air bubbles in the reservoir and tubing which may result in inaccurate insulin delivery.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of fluctuating high and low blood glucose of 40 mg/dl to 300 mg/dl and would like to check the pump. Troubleshooting found that the drive support cap was normal and the pump settings are correct. Troubleshooting also found that there were air bubbles in the reservoir that may have been a cause for the high or low blood glucose. Customer was advised to change the entire set, monitor pump and call back if any further issues.